Event description:
It was reported that during an alif, anterior lumbar interbody fusion procedure, the surgeon experienced difficulty maneuvering around the patients tissue in order to get to the midline and when the surgeon tried to insert the trial, the trial snapped and the handle broke into the trial. Another set was used to complete the procedure. The patient was not harmed. No further information was provided. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. The product evaluation and visual inspection of the returned parts revealed that the trial spacer handle tip is broken off inside the trial spacer. The handle is in good condition otherwise. The new spindle assembly has multiple distinguishing marks, including the synthes logo on the knob and a part and lot number etched on the shaft. These markers provide visual cues of the design change on the spindle assembly to improve resistance to breakage, as part of the internal corrective action which had been opened to address this issue. Risk assessment - no adverse consequences were reported. A replacement set was available and the surgeon was able to successfully complete the procedure. Conclusion - this complaint is deemed valid and an internal corrective action had been opened to address this issue.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)